Event description:
Equashield closed system transfer device malfunctioned and leaked into back of syringe. This caused potential exposure to my pharmacy technicians. During the past 2 months on 12 occasions, the equashield syringe has had fluid backup into the barrel of the syringe on the opposite side of the plunger. This causes a potential exposure to the pharmacist and pharmacy technicians who are compounding under sterile conditions. The pharmacist and pharmacy technicians who have experienced this issue are very experienced healthcare professionals who have been using the equashield product for some time. We suspect that there is a malfunctioning issue as this has never happened before. In addition, the drug products needed to be wasted. As I am sure you know, chemotherapy is very very expensive and there was a loss of significant costs of these drugs.